Manufacturer narrative:
(B)(4) catalog#: zteg-2p-34-152-pf-us. Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2013, the patient received a zteg-2p-34-127-pf-us (lot # e3137095) and a zteg-2p-34-152-pf-us (lot # e2921561). There were no difficulties deploying the device. A molding balloon was not used. No patient-related adverse events were observed during the procedure. Per site, the device was patent with no kink or endoleak on the completion angiogram. The patient was discharged from the hospital on (B)(6) 2013 (six days post-procedure). On (B)(6) 2014 CT scan (34 days post-procedure): grafts patent, intact with no kink or endoleak. New pseudoaneurysms were present proximal and distal to the endograft margins. The proximal pseudoaneurysm eliminated the proximal sealing zone and the distal pseudoaneurysm shortened the distal sealing zone. Maximum aneurysm diameter = 50.1 mm. On (B)(6) 2015 CT scan (392 days post-procedure): grafts patent, intact with no migration or kink. A distal type I endoleak was noted. Maximum aneurysm diameter = 40.6 mm. On (B)(6) 2015 CT scan (740 days post-procedure): grafts patent, intact with no migration or kink. A distal type I endoleak was noted. Maximum aneurysm diameter = 47.7 mm. Patient outcome: on (B)(6) 2016 (792 days post-procedure), a secondary intervention was performed. No additional information is available at this time but will be added when it becomes available.

Manufacturer narrative:
(B)(4). Summary of investigational findings: it was concluded that the most likely root cause for the type ib endoleak was that the length of the sealing zone was insufficient. The distal seal zone was abnormal at implantation. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2013, the patient received a (B)(4) (lot # e3137095) and a (B)(4) (lot # e2921561). There were no difficulties deploying the device. A molding balloon was not used. No patient-related adverse events were observed during the procedure. Per site, the device was patent with no kink or endoleak on the completion angiogram. The patient was discharged from the hospital on (B)(6) 2013 (six days post-procedure). On (B)(6) 2014 CT scan (34 days post-procedure): grafts patent, intact with no kink or endoleak. New pseudoaneurysms were present proximal and distal to the endograft margins. The proximal pseudoaneurysm eliminated the proximal sealing zone and the distal pseudoaneurysm shortened the distal sealing zone. Maximum aneurysm diameter = 50.1 mm. (B)(6) 2015 CT scan (392 days post-procedure): grafts patent, intact with no migration or kink. A distal type I endoleak was noted. Maximum aneurysm diameter = 40.6 mm. (B)(6) 2015 CT scan (740 days post-procedure): grafts patent, intact with no migration or kink. A distal type I endoleak was noted. Maximum aneurysm diameter = 47.7 mm. Patient outcome: on (B)(6) 2016 (792 days post-procedure), a secondary intervention was performed. No additional information is available at this time but will be added when it becomes available.